Event description:
A surgeon reported that a patient had particles in the cornea wound that appeared metallic post operatively. It was further reported that the event was minimal and were very small particles that were subtle. The surgeon suspects that they may have been from the phaco tip. The surgeon used a two handed technique and thinks that the phaco tips are reused.

Manufacturer narrative:
Per the directions for use (dfu) for phaco tips, the phaco tips are considered single-use items and are not to be reused. No samples were returned for evaluation and no additional information has been provided, related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).